Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted. However, device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer reported the event took place when they were just changing the infusion set. Customer reported blank display at the time of the incident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.